Event description:
Allegedly the patient underwent thr on (B)(6) 2019, revised on (B)(6) 2019 due to peri-prosthetic fracture. Revising surgeon believes fracture was caused intra-operatively. No x-rays available.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient underwent thr on (B)(6) 2019, revised on (B)(6) 2019 due to peri-prosthetic fracture. Revising surgeon believes fracture was caused intra-operatively. No x-rays available. All mpo components were replaced with another manufacture's system.